Event description:
Pt rec'd 8mg of morphine in addition to the programmed 16mg. It was determined that this occurred because of a low battery situation that resulted in the pump shutting down and losing the history. Hence when it was restarted the pump indicated less than what had actually been delivered. The pt coded because of excess morphine and was revived with narcan. Pt was discharged without further incident.